Event description:
It was reported that the patient's neurostimulator wasn't working. The patient had not charged the stimulation in over 6-7 months because once the connector pin broke on recharger she stopped using it. The patient only had the stimulation for a year and had not been using it . It was noted that the machine didn't work when patient services asked if the stimulation helped at all. An ins overdischarge was suspected. The last successful recharging session was 6 to 7 months ago. The last time any stimulation was felt was 6 to 7 months ago. Dissatisfaction with stimulation and patient compliance was primary reason for overdischarge. Regarding if any x-rays were done it was noted no, nothing had been done in the last two years. The device was sticking out of her body and every time the patient got up it hooked on the table or anything else. It burned and hurt all the time and was very uncomfortable. It burned all the time even when laying down. The implant was supposed to be flat (up and down) but now was sideways and sticking out. The burning sensation started 6 months ago. The patient had lean mass and also had lost 10 lbs in last 2 years. The patient was told they can fix it (reposition surgically) and that the patient could have a normal life. It was noted issue one other time before and that the patient went through manufacturer's representative to resolve. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient¿s system was explanted.

Event description:
Additional information received reported that the device was overdischarged and upon interrogation post prm (physician mode reset), it was determined that the device was in eos (end of service). It was noted that an explant was planned, but no date was provided. Additional information received reported that the patient was in overdischarge for six months to a year, and that this was most likely the patient¿s third overdischarge. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient recovered without sequela. It was noted that there was no patient injury. It was noted that there was no patient death.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the internal neurostimulator s/n (B)(4), found no significant anomaly. Analysis of the extension s/n (B)(4), found no significant anomaly. Analysis of the extension s/n (B)(4), found no significant anomaly. Analysis of the lead s/n (B)(4), found no significant anomaly.

Event description:
It was reported, the leads outer insulation was cosmetic melted.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.